Event description:
Additional information was received that there was no difficulty advancing the pre-implant balloon over the guidewire. The size of the post-implant balloon was 21mm. The medtronic guidewire was used for the post-implant balloon, and there was no difficulty advancing the balloon over the guidewire.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data; b5. Describe event problem. After review, updated event description to more adequately describe the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted with a non-medtronic balloon due to it being standard for the implanting physician. As the balloon was being removed from the patient's body and neared the 14 f (french) medtronic sheath, significant resistance was felt while removing the balloon from the g uidewire. The balloon was able to be successfully removed, and the procedure was continued. After implantation of the valve, moderate paravalvular leak (pvl) was noted, so a post-implant bav was completed. Per the physician, the guidewires lubricant contributed to the difficulty in removing the balloon over the guidewire.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a pre-implant balloon aortic valvuloplasty (bav) was com pleted with a non-medtronic (true) balloon due to it being standard for the implanting physician. As the balloon was being removed from the patient's body, and neared the 14 f (french) medtronic sheath, significant resistance was felt while advancing the balloon over the guidewire. The balloon was able to be successfully removed, and the procedure was continued. After implantation of the valve, moderate paravalvular leak (pvl) was noted, so a post-implant bav was completed. Per the physician, the guidewires lubricant contributed to the difficulty in removing the balloon over the guidewire. No patient complications were reported as a result of this event.